Event description:
During the pre-operation procedures, the surgeon observed that the device would not turn. The hospital used a different mfrs device for the operation. Pt is doing well. Event occurred at (B)(6).

Manufacturer narrative:
Device was disposed and destroyed by hospital operating room staff. Due to the device not being returned for analysis, exact cause of failure can not be identified. Possible cause of failure could be battery pack, switch, motor or wiring. Lot records for this lot number were reviewed and additional check systems were put into place due to this complaint.